Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted percutaneously in the right axillary artery for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had thrombus and a fogarty balloon was used.

Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.